Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device was admitted to the hospital with dizziness and potential loss of capture on the competitor right ventricular (rv) lead. Upon interrogation, some episodes with noise and oversensing were observed that resulted in two seconds of asystole. It was suspected the noise was a result of the minute ventilation algorithm. Boston scientific technical services (ts) reviewed the available information and confirmed the noise was compatible with minute ventilation oversensing and recommended programming minute ventilation off. As a result, the minute ventilation was programmed off. Further testing was performed, and no further issues were observed on the rv lead. During the review of data that ts performed, noise was observed on the competitor right atrial (ra) lead along with high impedance measurements. No additional adverse patient effects were reported.